Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A synergy stent was selected for use. However, during preparation, the stent came off from the balloon upon removing the stent protector. The device did not enter the patient's body. No patient complications were reported.